Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 49 mg/dl and current is 81 mg/dl. The customer treated low blood glucose with glucose tablets. The customer declined troubleshooting on insulin pump for high blood glucose. Based on customer report customer does not allege pump was over delivering. The customer was neither hospitalized nor admitted for low blood glucose. The insulin pump will not be returned for analysis.